Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Add'l info will be provided upon conclusion of the manufacturer investigation.

Event description:
The following was reported to arjohuntleigh by the arjohuntleigh rep: on (B)(6) 2013, the bed was giving a false out of power message on the control panel causing the lock pin to slide in and out of position and stopping the bed from rotating into the prone position. The bed was still able to be manually proned. There was no injury to the patient.